Event description:
A battery/power issue was reported with the freestyle libre 2 reader. Customer was unable to test due to a fast draining battery and as a result, experienced a seizure. Customer self-treated with candy and 2 glasses of orange juice provided by a third-party and no additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader (B)(4) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. No malfunction or product deficiency was identified. Reader was de-cased and no issues were observed upon visual inspection. Power consumption test was performed and result was within range specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the freestyle libre 2 reader. The customer was unable to test due to a fast-draining battery and as a result, experienced a seizure. The customer was self-treated with candy and 2 glasses of orange juice provided by a third party and no additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. If the partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.